Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
International affiliate reports that returned loan kit inspection found the distal tips of two polyaxial screwdrivers had broken off from the instruments. It is not known when or where tip breakage occurred. See mfg medwatch report no. 1526439-2013-20993 for the first screwdriver.

Manufacturer narrative:
The affiliate has reported that this a duplicate reporting of depuy synthes product complaint no. (B)(4), mfg medwatch report no. 1526439-2013-19769. Please refer to mfg medwatch no. 1526439-2013-19769 for investigation results.

Event description:
The affiliate has reported that this a duplicate reporting of depuy synthes product complaint no. (B)(4), mfg medwatch report no. 1526439-2013-19769. As reported on mfg medwatch report 1526439-2013-19769: international affiliate reports that the tips of two screwdrivers broke off from the instruments during screw insertion. Reports the tips broke off under shear force on insertion and were left in the implanted screw heads. The surgeon was unable to insert cement through concomitant device cannulated screws as a result. However, the bone purchase was adequate and the case was completed with a ten minute delay and no adverse consequences to the patient. Concomitant devices: cortical fixation cannulated screws, catalog numbers unknown, qty = 2. See mfg medwatch report no. 1526439-2013-19768 for the other screwdriver that was involved in this event. Please refer to mfg medwatch no. 1526439-2013-19769 for investigation results.